Manufacturer narrative:
H11: corrected data based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned from patient support and investigation that a patient underwent a primary tavr procedure with an unknown device, which was complicated by an annular rupture. Subsequently, the patient went in for emergency savr with a 21mm 11500a aortic valve. The transcatheter valve was removed, and the annulus was repaired. The patient expired on pod #0.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from patient support and investigation that a patient with a 21mm 11500a, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A tavr procedure was performed with an unknown device. The patient expired on pod #0.